Manufacturer narrative:
(B)(4). Catalog number: 139268 lot number: 585000 brand name : m2a magnum taper. Catalog number: us157858 lot number:481240 brand name : m2a magnum cup. Catalog number: 192012 lot number:061550 brand name : echo femoral stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018-11556. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that during the revision surgery, the surgeon encountered difficulty in breaking the cold weld attaching the head to the stem and eventually a femoral head distractor was used to separate the head from the trunnion of the femoral component. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Revision surgery records state that patient underwent a revision of the right total hip arthroplasty as patient had been suffering from significant pain in the right hip. During the surgery there was difficulty in breaking the cold weld attachment and separating the head from the trunnion, and a femoral head distractor was used to complete the process. Assessment of the femoral stem determined that it was stable and the trunnion had no evidence of trunnionosis. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.